Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the handle was broken in 3 pieces. The item is not repairable. The cause of the issue is unknown.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. A product development evaluation was performed. A 500 grams hammer (part # 399.420) was received: lot # unknown, manufacturing location unknown, manufacturing date prior to 2003. The returned device shows significant use during its at least 11 year lifespan. The hammer head has numerous dents and gouges from repeated use. A portion (approx. 20%) of the handle of the hammer is broken off and was returned. The damage to the hammer appears to be the result of repeated use over the life of the instrument. The drawing for the device was reviewed. Three design revisions were performed following the manufacture of this device. These revisions were to add additional laser marking as well as to change the material of the shaft and hammer head. Changes did not impact the handle. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument is used during numerous procedures, including femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned device is multi use and can be used for inserting the nails into the intramedullary canal. The complaint condition was caused by wear over the life of the instrument, rather than the design of the instrument. The returned part is determined to be suitable for its intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device manufacture date: prior to 2003. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle was broken on a 500 grams hammer, not a compression forceps as initially reported; the wrong part number, corresponding to a compression forceps, was initially reported.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the compression forceps handle is broken in three pieces. It was discovered while the sets were being checked. There was no surgery or patient involvement. This is report 1 of 1 for (B)(4).